Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17689367l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Distributed - mobicath bidirectional guiding sheath, lot:vn3627116. Non biosense webster, inc. - heartspan - lot:q1154887. Pentaray nav eco, model #: d-1282-08-s, lot #: 17639543l. Smartablate pump tubing, model #: d-1320-01-s, lot #: unknown. Preface sheath, model #: unknown, lot #: unknown. Soundstar 8 french, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive, the patient¿s heart rate changed (unspecified), and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1500 ml. Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.